Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure observed during analysis. Final analysis found an internal abrasion breaching the re lumen with intact etfe cable coatings was noted at 71.8cm to 72.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.